Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per medical records, indicates that the patient¿s pre-operative diagnosis was abdominal mass with lower extremity deep vein thrombosis (dvt). The filter was placed prior to an impending surgery for protection against pulmonary embolism (pe). During the procedure, a cavagram revealed the infrarenal cava was compressed and the suprarenal cava was less than 30mm in diameter. The filter was deployed in the suprarenal position. The patient was taken to recovery in stable condition. According to the patient profile form (ppf) received, the patient became aware of the reported event seven years and eleven months post implantation. The patient also reports to be suffering from anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief (B)(6), the patient underwent placement of defendants' optease vena cava filter but the filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart.  Given the limited information available and without films for review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Event description:
As reported in the legal brief (B)(6), the patient underwent placement of defendants' optease vena cava filter but the filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment.

Manufacturer narrative:
. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was abdominal mass with lower extremity deep vein thrombosis (dvt). The filter was placed prior to an impending surgery for protection against pulmonary embolism (pe). During the procedure, a cavagram revealed the infrarenal cava was compressed and the suprarenal cava was less than 30mm in diameter. The filter was deployed in the suprarenal position. The patient was taken to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment. According to the patient profile form (ppf) received, the patient became aware of the reported event seven years and eleven months post implantation. The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.